Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR, although unknown, is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: caller could not recall the exact date of the reported hospitalization. Additionally, the device manufacturer date for the reported test strip lot is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's mother) reported that in (B)(6) 2014 the customer experienced symptoms described as, "catching her breath and her heart was beating fast", and additionally reported she was taken to a local hospital. Caller further reported the customer received a reading on her omnipod system while using freestyle test strips that was "300 points lower than the hospital's reading which she thinks was 500 mg/dl". Customer was diagnosed with diabetic ketoacidosis (dka), presumably treated with insulin, and reportedly hospitalized. Caller could not recall any specific readings or treatment. There was no report of death or permanent impairment associated with this event.